Manufacturer narrative:
H6 - clinical code 4581: significant reduction of irido-corneal angles. (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure the patient experienced excessive vault and significant reduction of irido-corneal angles. At a later date the lens was exchanged for a shorter length lens and the problem was resolved. Cause of the event was reported as patient related factor.

Manufacturer narrative:
Corrected data: b3 - date of event: 04-mar-2025. Claim#: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure the patient experienced excessive vault and significant reduction of irido-corneal angles. At a later date the lens was exchanged for a different model lens of a shorter length. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Corrected data: a2 - date of birth: (B)(6) 1985. B5 - describe event or problem: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure the patient experienced excessive vault and significant reduction of irido-corneal angles. At a later date the lens was exchanged for a different model lens of a shorter length. The problem was resolved. Cause of the event was reported as unknown. D4 - model #: vticm5 13.2 (-10.5/3.0). Claim#: (B)(4).